Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On october 8, 2021, the recipient underwent repositioning surgery. The recipient's device was reactivated and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode extrusion. A CT scan revealed electrodes outside of the cochlea. Revision surgery is under consideration.